Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 414 mg/dl on (B)(6) 2017 at 4:09 pm. Customer was advised to treat their blood glucose via manual injection or bolus delivery. Customer disconnected the phone when they were asked to treat their high blood glucose levels.